Manufacturer narrative:
Testing of the returned battery pack (dbp-1400 s/n (B)(6)) is ongoing and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer has reported that their brand-new battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the returned battery pack component confirmed the reported issue. The battery pack underwent bench testing, which concluded that the battery cells were depleted. Once a new battery was installed it was identified that the AED is functioning as designed and can stay in service.